Event description:
Additional information became available that another red alert was noted for high shocking impedances. The physician called boston scientific technical services (ts) to inquire about past readings and noted that the pacing impedances were high as well. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements. All other lead measurements are stable and within range. The physician changed the lead configuration and will continue to monitor the lead for now. To date, no adverse patient effects have been reported.